Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unspecified problem further described as the device missing the blue tip and/or the tip top. This was found before use. There was no patient involvement. No additional information is available at this time. This is report 7 of 11.

Manufacturer narrative:
(B)(4). The device was manufactured february 19, 2014 - february 21, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The fill-port cap and blue winged luer cap were found to be attached to the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.